Event description:
This lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2012 due to normal battery depletion. The physician was dr. (B)(6) at (B)(6) institute in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).